Event description:
It was reported that: "<patient information> sex: unknown. Disease name: d-avf (lesion site: sigmoid sinus, lesion size: 10 mm), procedure: planned procedure, micro catheter: sl-10 straight/stryker, assist stent: unknown, y connector: unknown, used coils: unknown. <description>, in a d-avf case treated by transvenous embolization (tve), an opti1040csfmx coil was used as the initial framing coil in the venous varix. A pre-use continuity check of the opti1040csfmx passed without issue, and after delivery into the target lesion the audible detachment sound was confirmed. However, when the physician attempted to retract delivery wire post-detachment, fluoroscopy revealed that the coil had not actually detached. A subsequent attempt to re-advance the coil into the lesion encountered resistance and could not be advanced further. As the delivery pusher could be pulled, the physician carefully withdrew it step by step and then observed that the coil had fractured inside the microcatheter, slightly proximal to the second radiopaque marker band. Only the delivery wire was retrieved. A chikai black guidewire was then advanced to push the remaining coil fragment from within the microcatheter into the lesion, allowing the procedure to continue. Subsequently, two additional optima coils and over twenty competitor's coils were deployed. The procedure did not involve the tortuous anatomy." Update 07sep2025, additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? No. The procedure did not involve the tortuous anatomy. 2. Can you confirm if the supplemental accessories will be returned? (Xcel, etc) if so, it would be appreciated. Only the delivery wire will be returned." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the implant coil and introducer sheath was not included with the device return; we observed only the delivery pusher was returned for return. We observed the detachment zone was intact, but showed visual signs of a thermal detachment cycle being ran. We observed multiple minor kinks along the hypotube. We performed destructive analysis on the returned delivery pusher to reveal the internal sr thread. We observed the internal sr thread exhibited visual characteristics that a thermal detachment cycle was achieved. Root cause of the reported issues endured by the coil system cannot be determined as the returned delivery pusher indicates the implant coil was detached using the intended thermal detachment mechanism. During our investigation, we observed visual signs of a detachment cycle being ran at the detachment zone. This was further confirmed by the analysis of the internal sr thread showing signs of a successful detachment cycle being achieved. As the implant coil eventually detached, it is unclear exactly which detachment cycle iteration the implant coil was released from the delivery pusher. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number f250400333 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference: # (B)(4) investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "<patient information> sex: unknown, disease name: d-avf (lesion site: sigmoid sinus, lesion size: 10 mm), procedure: planned procedure, micro catheter: sl-10 straight/stryker, assist stent: unknown, y connector: unknown, used coils: unknown. <description> in a d-avf case treated by transvenous embolization (tve), an opti1040csfmx coil was used as the initial framing coil in the venous varix. A pre-use continuity check of the opti1040csfmx passed without issue, and after delivery into the target lesion the audible detachment sound was confirmed. However, when the physician attempted to retract delivery wire post-detachment, fluoroscopy revealed that the coil had not actually detached. A subsequent attempt to re-advance the coil into the lesion encountered resistance and could not be advanced further. As the delivery pusher could be pulled, the physician carefully withdrew it step by step and then observed that the coil had fractured inside the microcatheter, slightly proximal to the second radiopaque marker band. Only the delivery wire was retrieved. A chikai black guidewire was then advanced to push the remaining coil fragment from within the microcatheter into the lesion, allowing the procedure to continue. Subsequently, two additional optima coils and over twenty competitor's coils were deployed. The procedure did not involve the tortuous anatomy." Update 07sep2025 - additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? No. The procedure did not involve the tortuous anatomy. 2. Can you confirm if the supplemental accessories will be returned? (Xcel, etc) if so, it would be appreciated. Only the delivery wire will be returned." Incident report form submitted for this complaint indicates that no patient injury was sustained.